Event description:
On may 13, 2026, senseonics was made aware of a user's hypoglycemic event. The user reported a sensor glucose (sg) reading of 75 mg/dl and no confirmatory blood glucose measurement taken. The user experienced symptoms, self-treated successfully with juice and food, and did not seek medical attention. The healthcare provider was not informed, and the user was advised to follow up for further guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.